Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 214 mg/dl. Troubleshooting was performed and drips were not observed to be dripping out of the infusion set tubing. Reportedly, the customer had been using the current supplies for 3 days and had used cold insulin within the cartridge.